Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history was unable to be downloaded due to no power to the pump. There was corrosion and a crack found to the battery compartment. The battery compartment was found to be leaking during a leak testing. The pump cover was removed; no evidence of internal moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated the pump would reboot to the verify screen shortly after inserting a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.